Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s internal and detachable battery indicator was low battery level. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.